Event description:
On 22-nov-2022, it was reported by a sales rep via email that whilst using an ar-6485, synergy cw4 arthroscopy pump it was noted that the flow rate was reading incorrectly. The sheath and scope were taken out and set to 80mmhg which should have had a high flow but instead it was just a slow pour of fluid. All fittings etc were checked and no leaks were observed. Post procedure the sales rep took the pump back to wa office and ran the self-check test and pump showed fluid failure after running for around 2 mins. This was discovered during use and a case was involved. To complete the procedure, the same pump was used, and it was noted after the procedure that the fluid flow was a lot slower than showing on the screen.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the complaint allegation is not confirmed without the device being returned or any photos provided. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage.